Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that the clinicians were having overfill/underfill problems. Per customer, "durvalumab/placebo ran 1hr 26min instead of 1 hour. The total volume was supposed to be 305ml. Before the flush I had a total volume of 374.69. After flushing, the total volume was 399.81. This was ran through a port." There was patient involvement but the impact is unknown. Although requested, additional information was not provided.